Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4); description: artisan¿ surgical lead, 50cm model#: sc-4316, lot #: 19907606; description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was patient's preference.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected.